Event description:
Customer reports via phone that the table has stopped moving during procedure and the staff had to remove the pt using a hover lift, due to height of table. Pt moved to another room where procedure was completed without further incident. Customer provided no further pt or procedural information, other than to say the pt is fine. No injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.